Event description:
The facility reports the patient had already been showered and the assistant was preparing to get her dressed. When the assistant turned around to get cloths, the lifter turned completely over. The patient slipped out of the shower trolley onto the floor on her left shoulder. The patient received an injection for her shoulder.

Manufacturer narrative:
The trolley was inspected. The patient lays on two camping mattresses when using the trolley, as she finds the trolley mattress too hard. The two mattresses on top of the trolley mattress create an unsafe situation. The patient can easily roll over the side supports. This safety concern was pointed out to the customer. After the incident, the patient had a friend lock at the unit and tighten a bolt that was loose. The bolt is located on the same side of the stretcher as the stretcher lock. To simulate the incident, the investigator loosened the bolt far enough so the bush did not fall into the hole. If the stretcher was placed on its side, it would move about 5 centimeters. This movement is not enough to activate the lock when canting back the stretcher. Because of the movement, the stretcher is loose, which could have made the stretcher turn over during use. The investigator has remounted the bolt with loctite and confirmed the device is safe to use again. The investigator also sent an operating manual, as the client did not know where theirs was. The client was advised to remind the device owner of the yearly service requirement. Indicated to the team leader of the assistants to instruct all staff to listen/judge carefully after each turn over of the trolly whether the stretcher is securely locked. The manufacturer concludes the root cause is that the bolt has come loose. The operating and daily maintenance instructions state that screws and nuts are to be checked weekly and tightened as necessary to ensure there are no gaps. The manufacturer recommends retraining personnel in regard to the operating/maintenance instructions. The trolley has been repaired and returned to use at this time.